Manufacturer narrative:
Block b3: exact date unknown, event occurred approximately on the date of explant.

Event description:
It was reported that the patient was not receiving adequate pain relief, and the implantable pulse generator (ipg) would not charge past two bars. The patient underwent an explant procedure. No further information could be obtained despite good faith efforts.

Event description:
It was reported that the patient was not receiving adequate pain relief, and the implantable pulse generator (ipg) would not charge past two bars. The patient underwent an explant procedure. No further information could be obtained despite good faith efforts. Additional information was received that all device components were removed and were not returned as they were discarded by the medical facility.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn:m365sc2218500, model:sc-2218-50, serial:(B)(6), batch:7097568/7098541.